Event description:
On (B)(6) 2025 in office pre-operative visit with dr. (B)(6) and he did not respond to my desired type of surgery. B. (B)(6) 2025 failed surgery implant provided by dr. (B)(6). C. (B)(6) 2025 in office post-operative. Dr. (B)(6) makes an examination and fails to see problems and refuses an additional ultrasound. 10. Describe in detail what happened? Response: dr. (B)(6) are whom my chief complaints at this time as follows. A. I (B)(6), seen (B)(6) at an in-office visit at (B)(6) facility on (B)(6) 2025. (B)(6) opening question is if I had mesh implanted in a double hernia inguinal surgery previously? (I had a hernia repaired in the 70¿s I had disclosed.) (Note: (B)(6) should have known that by my ultrasound image dated (B)(6) 2025 did not show to have a mesh implanted previously in 70¿s surgery.) I responded that I didn¿t think so, and that I liked that surgical procedure, including that I had a good run of a half century with that surgery indicating I would like that type of surgery again! Furthermore, I believed dr. (B)(6) from the (B)(6) 2025 in office visit and his examination to find everything looked right and was normal. At that time I went away and month after month and things didn¿t improve? I remembered I had a couple photo about 5 months before surgery and I then started taking photos 1 month after then 3,4, 5 months after. These photos are the best illustrations of my genitalia area and are very telling of how this mesh has evolved this area and without questions show the pain and suffering I endure from this surgery. Most characteristics of most failed mesh is evident in these photos like migration, bludgeoning, extreme shrinkage, redness, swelling and hardening of nearby organs with my bowels with constipation/diarrhea and bladder problems with urinary track infection and blood in urine and erectile disfunction. I have lost all normal functionally! I know how I was 5 months before in a normal lifestyle compared to my lifestyle since. A look at my photos one would not need to ask if my life has changed as it¿s evident in these photos that I have serious pain and I have a diminished state of existence that is ongoing. I have become very depressed and isolated from this experience. I looked online and I seen it could take anywhere from 3-6 months to heal from a mesh surgery. I became ashamed of my changing appearance and functionality. I soon isolated my problems from others till I started bleeding and went to (B)(6) urgent care in (B)(6) 2026. Then I started researching failed hernia meshes and realized I had a real problem and needed help. But where could I find it? I believe my photos will be more revealing than any other evidence! J. Dr. (B)(6) office visit mentioned below gives surgical evidence this mesh has been a total surgical blunder! As follows: I ended up in (B)(6) urgent care in (B)(6) 2026 from bleeding. Images of ultrasound a CT scan were ordered and appointments with (B)(6) surgery department and then kp urology was scheduled. On (B)(6) 2026 I seen a surgeon dr. (B)(6) at an in-office visit. He viewed the ultrasound and CT scan and my photos. He then said he has been with (B)(6) for 25 years and had 5 years experience beyond that doing hernia surgeries. He continued by saying he has never seen anything like this before. He said it was a real mess. As I showed him photos again, I asked if it was possible to remove this mesh? He said it may be too late already and that he didn¿t feel he had the experience to surgically remove this mesh! Obviously, my organs nearby have been compromised and continue downwards. I also went to (B)(6) emergency department on (B)(6) 2026 overnight. (B)(6) dr told me if wanted a second opinion I would have to ask (B)(6) for a referral for a second opinion? K. (B)(6) bullies me around showing more maliciousness by denying me a referral for a second opinion at (B)(6) even after my primary care dr (B)(6) requested it and dr (B)(6) presents these issues at a (B)(6) industry wide meeting to kaiser permanente in my behalf! As follows: I seen my primary dr named dr (B)(6) on (B)(6) 2026 at an in-office visit. She referred me to urology requesting that I have a referral given to (B)(6) for a second opinion and management of these issues. Dr (B)(6) also told me that (B)(6) had an industry wide meeting on my surgery implant and this was presented by dr (B)(6)! Continuation of bullying me around by (B)(6)! As follows: I seen a urologist named dr (B)(6) on (B)(6) 2026. She looked at my chart and talked and talked but would not look me on the eye. I called her on it and told her I didn¿t trust her and she said that wasn¿t true then went on and on for several more minutes still refusing to look me in the eyes! I then said we are through here and got up and left the office immediately. However, the just of what she was saying is that I have bladder mass and that this could be resolved through (B)(6) industry and there was not a need for a referral to (B)(6). Then in the aftercare summary of this appointment she says, it is unclear whether the suprapubic mass is related to mesh or cancer or another reason. This statement itself is counterintuitive in that the whole reason for a second opinion is to determine if this mesh is the problematic root of this bladder mass. I filed grievances with kp membership service¿s and they denied a second opinion and denied this mesh is recalled irrelevant of it¿s total failure!